Event description:
It was reported that during a spinejack procedure the implant "remained firm" and would not release. While attempting release, the handle of the release pin broke/sheared off. The procedure was completed without medical intervention following a 20-minute delay. It was reported that there was no anatomical restoration of the patient. Additional detail regarding the event has been requested.

Manufacturer narrative:
The quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a spinejack procedure the implant "remained firm" and would not release. While attempting release, the handle of the release pin broke/sheared off. The procedure was completed without medical intervention following a 20-minute delay. It was reported that there was no anatomical restoration of the patient. No additional detail was provided.